Event description:
It was reported that in the clinical trial a flow diverter was implanted in a patient to treat aneurysm in the left internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2021. Post procedure the patient started to experience blurry vision initially only in the right eye on (B)(6) 2021. Updated information received on 18-apr-2021 indicates that this issue was in both the eyes. On (B)(6) 2022, the imr (designated cec member) has assessed that the blurry vision changes in the patient had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices including the subject microcatheter used during the procedure. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported "patient neurological deficit" as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that in the clinical trial a flow diverter was implanted in a patient to treat aneurysm in the left internal carotid artery-ophthalmic (c6 segment) on (B)(6) 2021. Post procedure the patient started to experience blurry vision initially only in the right eye on (B)(6) 2021. Updated information received on 18-apr-2021 indicates that this issue was in both the eyes. On (B)(6) 2022, the imr (designated cec member) has assessed that the blurry vision changes in the patient had possible relation to the subject flow diverter, the procedure, the dual antiplatelet therapy and other devices including the subject microcatheter used during the procedure. No other information is available.